Event description:
While servicing an instrument at a customer's facility, a beckman coulter field service engineer (fse) reported an error condition of "laser offset lower failed" was generated for the differential and reticulocyte parameters when using the coulter lh 750 hematology analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a defective scatter preamp. He replaced the light scatter preamp for a new one. Product labeling: coulter lh 750 hematology analyzer, pn (B)(4), the lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message. (B)(4).